Event description:
Early 70¿s female with recent dyspnea and abnormal stress test. Procedure: diagnostic heart cath. When closing the right femoral procedure, the collagen did not deploy into the vessel, manual pressure applied. No known harm to patient. Patient discharged the same day. Manufacturer response for vascade vcs, vascade 6/7f (per site reporter) will obtain.